Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the ipg would not fully charge and the patient had to frequently charge the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the ipg would not fully charge and the patient had to frequently charge the ipg. The patient will undergo an ipg replacement procedure.